Manufacturer narrative:
The zoll representative evaluated the thermogard console at the customer site. The most likely cause of the blown fuse may be the power surge of an outlet that was not properly grounded.

Event description:
For the treatment of a hypothermic patient, medical staff began the use of tgxp with a target temperature set for 34 degree. On the following day, the device suddenly lost power. As we received a report that it could not be powered back on, an (B)(6) sales representative visited the hospital to verify the event. The (B)(6) sales representative was able to confirm there was a blown fuse. After the fuse was replaced, the (B)(6)sales representative confirmed that the device worked without an issue. The physician stated that at the time of device failure, rewarming was already complete and there was no need for further temperature management by the device. Thus far, there is no health injury to the patient.